Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return and additionally noted that the fan was noisy, the stylus and the bullets were missing and the power cord bay was broken. The fan, stylus, power cord bay and bullets were replaced, the touch screen was calibrated, new software was installed and the device was cleaned. The device then passed its electrical and all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had an "invalid" pointer. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.